Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024, the patient stated high blood glucose (bg) level of approximately 500 mg/dl. The patient obtained their bg value from both a continuous glucose monitor (cgm) and a bg meter. The patient took corrective measures by administering a correction bolus via pump and then a correction injection via multiple daily injections (mdi) when the boluses were not effective. The patient reported that the infusion set cannula was bent. Symptoms were noticed within 3 hours of insertion. The site was inserted in the abdomen and the patient regularly rotates site locations. The site area was not impacted in any way. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available. .